Event description:
It was reported that the right ventricular (rv) lead had an impedance value over 3000 ohms, short interval counts (sic) of 42,502, and a possible fracture. It was also reported that the ventricular tachycardia (vt) electrogram exhibited noise with the same type of noise observed on the rv tip-ring with oversensing observed. The rv lead is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-45 implantable pacing lead implanted: (B)(6) 2009. (B)(4).